Event description:
It has been reported that during preventative maintenance inspection the fill screw on the power plant hydraulic cylinder customer's cots was loose. No adverse consequences or injuries were reported.